Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:3006705815-2018-00699. It was reported the patient experienced severe headaches beginning on (B)(6) 2018. The physician explanted the leads the following day and ordered a CT scan. The physician stated the patient had no dressing or any liquid during the explant that would have indicated a cfs leak. Cervical CT scan results were unremarkable. The patient¿s headache is dissipating, and the physician plans to implant a permanent system in a month.